Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a transmitter failed error. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.